Manufacturer narrative:
The device was returned for analysis. The reported thumb advancer advancement and safety release issues were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose device with a 6f sheath after an angioplasty interventional procedure. Reportedly, after fully depressing the plunger, the thumb advancer could not be advanced due to resistance. The safety release was then attempted several times but was unsuccessful as the red button did not slide forward. A scalpel was used to create extra space in the tissue and with an extra push, the thumb advancer was then able to advance. The same device was used to achieve hemostasis. A clinically significant delay was reported. There was no adverse patient sequela reported. No additional information was provided.